Event description:
Following the procedure, attempted removal was unsuccessful, so the physician used a rongeur to pull it out. During removal, the luer lock attachment broke. At that time the physician pulled the rest of the needle out from the bone with the rongeur.